Event description:
It was reported that scheduled review of system data identified atrial undersensing on the presenting electrogram. The clinical observation was documented. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.